Event description:
Information was received that the cadd legacy plus pump has continuous alarm when battery is removed until the capacitor dies. No reported adverse effects.

Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2019 that the event occurred while with a patient . No adverse health outcome reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Pump was found to be in good condition. Event log does not show any related errors. Customer's complaint of constant alarm was not verified. Service did not perform any replacements or a pm. Use testing was performed. The problem source is unknown.